Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has one occipital lead for off-label use. It was reported the patient is experiencing numbness in the occipital region, uncomfortable and ineffective stimulation since her lead revision on (B)(6) 2014. Lead revision documented under MFR report: 1627487-2014-01074. Additionally, the patient reported due to the uncomfortable stimulation she turns the system off the majority of time. The physician thinks the lead is in the wrong location. The patient will have x-rays taken an may undergo surgical intervention to address the issues.